Event description:
The investigation was concluded on the (B)(6) 2021, this supplement report is being submitted to include the investigation conclusions within section h.

Manufacturer narrative:
Imdrf annex g code: g07001 - part/component/sub-assembly term not applicable. 1 x zebd-7-7 of lot number unknown involved in this complaint was unavailable for return to cirl for evaluation. With the information provided, a document based investigation was conducted. This file is linked to MDR ref # 3001845648-2020-00727, 3001845648-2020-00728 and 3001845648-2020-00726 to capture user errors occurred in this event. As the lot number of the complaint stent is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zebd-7-7 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. The japanese packaging insert supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user.¿ it is to be noted that this device was used successfully but the wire guide size detailed on the label of the device is 0.035¿. A definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per additional information received a 0.025" wire guide was used. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The user advanced the stent over a wire guide with using a straightener as usual, but he felt resistance and noticed a kink in the pigtail on the zebd-7-10 either (B)(4) (MDR ref # 3001845648-2020-00727) or (B)(4) (MDR ref # 3001845648-2020-00728). Therefore, another zebd-7-10 either (B)(4) (MDR ref # 3001845648-2020-00727) or (B)(4) (MDR ref # 3001845648-2020-00728) was used instead though, the wire guide could not pass through the stent as well as the previous stent. Since the hospital did not have the same size anymore, zebd-7-7 (MDR ref # 3001845648-2020-00726) was used instead. However, because the same thing occurred, it was replaced with another 7cm stent. The procedure was completed the fourth 7cm stent with no problem. There have been no adverse effects to the patient reported. 0.025 inch wire guide used with the successfully placed device. This file is linked to MDR ref # 3001845648-2020-00727, 3001845648-2020-00728 and 3001845648-2020-00726 investigations.